Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) and manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient was experiencing a loss of therapy on the left side. A therapy impedance check showed no therapy and the electrode impedance showed contacts over 40,000 ohms. The physician reported that prior programming sessions showed gradual increases in impedances on the left side since ins replacement in 2016. A chest x-ray was performed but revealed no conclusive results. There were no contributing factors reported. The patient was referred to the implanting surgeon who scheduled a revision surgery for (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the out of range contacts were c < 9 40,000 ohms, c <11 16960 ohms, 8< 9 >40,000 ohms, and 8< 11 17437 ohms. Additional information was received from the manufacturing representative indicating the patient had the revision surgery on (B)(6). The single channel battery was placed on the left side and therapy was restored. Right side remained connected to existing rechargeable ins.

Manufacturer narrative:
Other applicable components are: product ID: neu_adaptor_acc, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep indicating the cause of the high impedance was related to the pocket adaptor connection at the rechargeable ins. They placed a new single channel ins on this side so both sides were not connected to the rechargeable ins. The issue was resolved through the revision, the impedances were resolved with the connection to the new battery.